Event description:
It was reported that during a cholecystectomy procedure couldn't open the jaw of the device. The device was not on tissue. Another device was used to complete the case. There was no adverse consequence to the pt.